Manufacturer narrative:
(B)(4). Device evaluated by MFR: the returned product consisted of the watchman delivery system (wds) with no other devices. Blood was on the device as received. The hub, shaft, tip, core wire and implant were microscopically examined. Numerous kinks were found along the length of the shaft. The implant was connected to the core wire as received and deployed during functional testing. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Functional testing was performed by submerging the hub and proximal shaft in water and air was pushed through the wds using a syringe connected to the hub. No air bubbles were visible at the hub/shaft connection point. Water was also flushed through the wds using a filled syringe connected to the hub and no air bubbles or leaks were detected. Functional testing of the device was unable to confirm the reported air bubbles. The kinks are most likely attributable to handling of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that air bubbles were observed in the device. A left atrial appendage (laa) closure procedure was being performed. While preparing a 21mm watchman ® laa closure device & delivery system, air bubbles were observed when the user drew saline back during irrigation. The device did not enter the patient and was not used. The procedure was completed successfully with a different watchman ® laa closure device & delivery system. No patient complications reported.